Event description:
Additional information received reported that the patient¿s healthcare provider didn¿t feel that the bladder infections were related to the device, no intervention was needed, and the patient was doing great the last the healthcare provider heard in (B)(6) 2013.

Event description:
It was reported that a patient had had multiple bladder infections. It was noted that the patient had been hospitalized for a bladder infection prior to the device implant, and around (B)(6) 2013, several months after device implant, the patient had a bladder infection and had a temperature of 104. It was reported that the patient most recently had a bladder infection two weeks prior to the report. The reporter stated that the patient was on prednisone but was currently only taking gabapentin, vitamin c, and cranberry juice. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# va054y5, implanted: (B)(6) 2013, product type: lead. (B)(4).